Event description:
It was reported that a system error 2240 occurred on a homechoice device. This event occurred during dwell two while the home patient was connected. The technical service representative advised home patient to cycle power and setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.